Event description:
A consumer reported that she had bilateral intraocular lens (iol) implant surgeries approx four years ago. About a year and a half ago, she noticed blurry distance and near vision, shadow of letters or words, wavy lines on the amsler grid in her right eye. She also reported having difficulty threading a needle and reading the guide on the television. These same symptoms started approx five months ago in the left eye. The vision problems in both eyes have continued to get worse. She has been seen in consultation by two to three ophthalmologists who do not know why she is having these symptoms. In a f/u, the consumer's current surgeon reported the lenses are in the capsular bag. The pt has severe dry eyes and the symptoms for this eye improve with treatment. The surgeon reported the event has resolved and the device did not cause or contribute to the event. There are two medical device reports associated with this event. This report is for the right eye.

Manufacturer narrative:
Eval summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The root could not be identified by the investigation. There have been no other complaints reported in the lot number. Additional info was requested on 01/18/2012 by fax and mail. A completed questionnaire was received on 01/26/2012. (B)(4).